Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) called from offsite and conference in the surgeon who reported that a stapler was stuck on tissue during a partial fire due to an attempt to remove the stapler while it was firing. System logs confirmed force fire failure for sureform60 on arm1. The surgeon reported that the release knob would only turn one direction and made a ratchet sound when turned the other direction. The technical support engineer (tse) recommended to fully release the instrument from the carriage and then try using the release knob. Customer was able to release the instrument and then open the jaws. Surgeon reported that the instrument was fully released and continued the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Surgeon was performing a sleeve gastrectomy when the issue occurred as stapling was being completed. The issue did not occur after a system fault. The jaws were stuck on tissue when the issue occurred however they were able to successfully open the jaws intraoperatively and release the tissue using the release dial. No other instrument was used to pry open the jaws. No adverse effects to the tissue were observed. No unexpected tissue removal and still resulted in a successful, acceptable surgical outcome. No bleeding observed. The procedure was completed robotically with no injury to the patient. The device is not available for return to isi for analysis. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has additional information being gathered to determine the contribution of the device to the customer reported issue. An advanced log review for the sureform 60 stapler associated with this event has been performed. Logs show pn: 480460-12, ln: k16240801-0434, was installed on the system 2x and fired 2 reloads (1 blue, followed by 1 white). On install 1, the first two clamp attempts were successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~22% completion, after a duration of ~8 seconds. Peak firing force was measured at 471 n. It appears that the instrument was taken off of the system during the firing sequence, represented by error code 282 in the msc logs. The tool sensors were not detected by the system less than 8 seconds after the firing was initiated. There is no evidence of the e-stop being pressed or the mrk being utilized to remove the stapler. No unclamping was attempted after the failed firing. The stapler was removed and not used again in the procedure.